Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the usb cable melted while charging the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer was able to charge the pump with an alternate usb cable.